Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited far p wave over-sensing. X-ray imaging was performed and revealed a dislodgement of the rv lead. No intervention was performed. The patient condition was unknown.

Event description:
New information received notes that the far p wave over-sensing exhibited by the right ventricular (rv) lead resulted in the delivery of an inappropriate shock.